Manufacturer narrative:
(B)(4). The customer returned one unit v5-10316 et tube, hvt, 8.0, nova plus for investigation. The sample was received without its original packaging. A visual exam was performed and no defects were observed. Functional testing was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was unable to completely inflate. The syringe was then reattached and the et tube was able to properly deflate. The et tube was submerged under water and an attempt to inflate was made to detect any additional leaks. Upon injection, the et tube leaked from two small holes in the cuff. No other defects or anomalies were observed. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. (Con't) other remarks: the IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "device would not inflate" was confirmed based upon the sample received. The returned et tube was found to have two small holes in the balloon cuff which prevented it from being able to stay inflated. A DHR review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
The complaint is reported as: the customer stated they had a non-inflating et tube cuff during a case. The doctor intubated the patient in the ed. Normally the rt will pre-check the cuff, but they were busy and this was not done. When they arrived bed-side it was noticed the cuff had not inflated. It was extubated by the doctor and the patient was re-intubated. There was no patient injury or harm reported.